Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and it was cleared by the customer. The blood glucose (bg) level was 525 mg/dl and a bolus via the pump was delivered to address the bg level. The next day, the bg was still high (489 mg/dl) and ketones were present. The customer had run out of insulin and could not continue using the pump and did not have any back-up supplies, the customer went to the emergency room and was admitted to the hospital on (B)(6) 2017 with a bg of 617 mg/dl. Insulin injections were administered. The customer was discharged on (B)(6) 2017 with the high bg and ketones resolved.